Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to take medication out and station required verification code. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to retrieve the medication as the station prompted for a verification code. A technical support specialist (tss) connected with the customer and confirmed that the issue was no longer ongoing. The customer described the issue as being unable to request a verification code remotely and having to call the pharmacy for assistance. Since the issue had been resolved, no further action was required. The system functioned as intended after the technical support specialist investigated the issue of the device.